Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as the entire suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization procedure. Reportedly, when the needle plunger was removed, the suture broke. A second proglide device was used with the same results. Hemostasis was achieved using a non- abbott device and manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the vessel closing procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.